Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on (B)(6) 2025. Data was further reviewed for the time period of interest. The data indicates that the sensor session started on (B)(6) 2025. The session lasted 7 days and ended on (B)(6) 2025 when the sensor failed with an algorithm detected failure. There were no bg meter calibrations performed during the entire session. On the date of the alleged issue there were several low glucose alerts in the early morning. Each alert was found to have performed as intended. There was no issues noted. The root cause of the customer¿s experience was undetermined. The probable cause could not be determined. No additional patient or event information is available

Event description:
It was reported that unspecified sensor issue occurred. The wearable was inserted into the arm on(B)(6) 2025. On (B)(6) 2025, the patient reported experiencing excessive sweating, which contributed to the sensor detaching from the skin. The exact time of sensor detachment and when the patient became aware of the issue were not specified. The patient was using a betabionics ilet insulin pump at the time. At an unspecified time following the sensor failure, the patient reported being hospitalized and treated with an IV insulin drip. The patient declined to provide dexcom with any additional details regarding the event. Attempts to contact the patient for further clarification were unsuccessful. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.